Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain via a manufacturer¿s representative (rep). The rep reported that after the ins was implanted, the patient had additional pain down her right leg when she arrived home after discharge. The rep reported that the patient said the pain was so bad that she could only stand for a short period of time. There were no contributing factors reported. The rep reported that the patient was reprogrammed on (B)(6) 2018 to cover new pain area and that was unsuccessful. The rep reported that the healthcare provider (hcp) felt the lead might have migrated due to normal usage. The hcp recommended a lead revision to adjust lead placement. The rep reported that after the revision, the patient stated, she felt no pain in post-operative and confirmed she no longer had pain on the right side. The rep reported that the patient felt the lead revision had improved her pain status. The issue was resolved. No further complications were reported.